Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a catheter, continuous flow. The customer reports upon removal of the catheter, the distal balloon of the catheter did not deflate. When the catheter was pulled back through the sheath, the balloon separated. The separated balloon and catheter came out adhered to the wire. No ill effects to the pt.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.